Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient was throwing up and was sick for the past week and the day of the report. The intensity of the stimulation ramped up a lot starting the week prior to the report and the day of the report. Additional information has been requested regarding the cause of the throwing up, being sick, and the stimulation ramping up, action/interventions, and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.